Manufacturer narrative:
After receiving additional informations form manufacturer, it was established, that device with sn (B)(6) and catalog number ard568832962 is a part of a device reported in #9710055-2021-00352. Therefore further investigation will be provided in report #9710055-2021-00352.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of addtl mfg narrative/corr. Data# field deem required. This is based on the internal evaluation. #h10 previous addtl mfg narrative/corr. Data: after receiving additional informations form manufacturer, it was established, that device with sn (B)(6) and catalog number ard568832962 is a part of a device reported in #9710055-2021-00352. Therefore further investigation will be provided in report #9710055-2021-00352. Corrected addtl mfg narrative/corr. Data: getinge became aware of an issue with volista standop surgical light. The paint was peeling off from devices. There was no injury reported, however we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on information provided by getinge technician, the affected device was repaired. Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since appearance of chipped paint could be considered as technical deficiency, and in this way devices contributed to event. There is no information if devices were or were not used for patient treatment when the event took place. When reviewing reportable events for this type of issues we were able to establish that the received incident is occurring at a low ratio. The peeling paint was caused by a lack of paint adhesion due to the painting process, the surface was too smooth after nitrocarburizing and the paint did not adhere correctly. The surface treatment of the axle involved was performed, by: manual mechanical cleaning with sanding sponge carborundom p240. In order to improve the paint adhesion, the supplier ¿larm a.s.¿ implemented modifications in the technological process for the metal surface treatment before painting; since (B)(6) 2020, s70 abrasive ball blasting is applied, increasing the roughness of the surface and ensuring paint adhesion. This step is an automatic process reducing human factor. To prevent any safety issue the user manual mentions to check for any chipped or missing paint during daily inspection. Additional inspection shall be performed as a part of the maintenance monthly inspection. Getinge initiated a field action msa-605552 (z-1308-2022) in may 2022 for the volista standop surgical lights due to the potential for paint chipping to occur on the component (reference (B)(4)) located on the fork of the volista standop cupolas. Field action was launched in order to continue to perform daily inspections per the IFU by the customers, which include checking for any chipped or missing paint. If customer observes paint chipping or detachment, getinge recommends to stop using the device and contact getinge service representative to schedule an appointment to replace the part free of charge. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with volista standop surgical light. The paint was peeling off a device. There was no injury reported, however we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.